Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making a loud rattling noise was confirmed. An assessment was performed on the device which found that the device made loud unusual noise and overheated in one minute (118.1 degrees should be less than 118 degrees in 10 minutes). It was also observed that the driveshaft was broken. It was determined that this condition is what caused the noise and overheating. The assignable root cause was determined to be due to excessive force being placed on the device during use which is misuse/abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was making a loud rattling noise. During in house engineering evaluation, it was found that the device made loud unusual noise and overheated in one minute. It was also found that the driveshaft was broken. It was reported that there was no delay in a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.